Event description:
An implant card was received indicating that the patient underwent generator replacement due to "lead discontinuity". Further follow-up with the surgeon's office revealed that there was no lead discontinuity; however, the generator header was found detached from the generator. It was reported that the lead was "fine". There was no known manipulation or trauma that occurred that is believed to have caused the header to become attached. Operative notes for the generator replacement surgery noted that upon explant of the generator the surgeon identified that the header had detached from the generator. A new generator was attached to the existing lead. It was noted that the device was found to be appropriate with the a new generator attached to the existing lead. The explanting facility does not returned explanted device to manufacturer for analysis; therefore no analysis can be performed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.